Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that he seems to have lost all ability to void on his own. The issue was not resolved at the time of this report. The patient was recommended that he speak to his clinician. No further complications were reported/anticipated.